Event description:
The complainant reported that the impella cp stopped. Investigation of the pump confirmed that the impella experienced a pump stop. The automated impella controller (aic) was returned for functional testing because the customer wanted to be sure that the aic was working as intended. No patient harm was reported.

Manufacturer narrative:
The investigation has been completed. The console logs from the reported day of event were consistent with the complaint and show that after approximately five hours of support, the pump suddenly stopped, and did not restart. During testing of console, the issue was not reproduced and it has been concluded that reported pump stop was unrelated to the console. This failure mode was investigated under complaint number (B)(4) (complaint against the pump) and was reported in manufacturer device report number 1220648-2024-18274.